Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a system interconnection cable that was mis-aligned at a connecor on the back-light driver module board. The lcd display cable was re-connected at the connector to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.